Event description:
It was reported by service report that the fowler was stuck at low height and the gas cylinder was leaking on the floor. There was no pt involvement and no adverse consequences have been reported.